Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned deployed and note to be broken/fractured. The stent delivery wire(sdw) was found to be kinked/bent. The stent introducer sheath was intact. A functional inspection could not be performed as the stent was deployed. The reported event of the stent deployed prematurely during use was confirmed during visual inspection of the returned device. The reported event of the stent difficult/unable to advance or pullback through catheter could not be replicated. However, the analysis results are consistent with the reported event. The reported damage of the ro marker(s) detached/separated/not visible under fluoroscopy was undeterminable as the proximal and distal ends of the stent were both not returned for analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'not tortuous'. This was the second stent for which a complaint was raised during this procedure. It was reported that 'when advancing the stent at middle of sl-10 big resistance was encountered. The operator tried to deploy the stent but under dsa the marker of the stent was not seen. At that time tip of delivery wire was pushed out of microcatheter. The operator finally withdrew the delivery wire and microcatheter out of patient's body and pulled the delivery wire out. Then he cut the catheter and found part of the stent in the catheter tip. The rest of the stent might be inside the catheter lumen but the catheter was discarded by hospital. Finally the operator used stent to finish the procedure and no impact to the patient'. A fragment of the stent was returned for analysis in a deployed condition. The fragment was from the middle of the stent and there were no marker bands present as the proximal and distal ends of the stent were not present/returned. The introducer sheath was returned for analysis, and it was undamaged. The stent delivery wire (sdw) was also returned for analysis and this was very significantly kinked/bent. The event description notes big resistance when advancing the stent inside the microcatheter. Given the event description and the condition of the returned device components, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath (hence, the lack of damage to the sheath tip). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap caused by the proximal sheath movement. The user will then experience resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. This is one possible explanation to explain the analysis findings. What is not clear is how the stent experienced the level of damage/force which would be needed to cause it to break into three separate fragments. It is possible that when cutting the microcatheter open, the user inadvertently cut through the stent itself. An assignable cause of procedural factors has been assigned to the reported stent deployed prematurely during use, and stent difficult/unable to advance or pullback through catheter and to the analyzed stent broken/fractured during use, stent deployed prematurely during use, and sdw kinked/bent as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. The analyzed damage of the ro marker(s) detached/separated/not visible under fluoroscopy was assigned undeterminable.

Event description:
It was reported during the procedure when advancing the subject stent inside the catheter, there was resistance. The physician tried to deploy the stent, but the stent marker was not seen and the tip of the delivery wire was seen outside the catheter. The physician then removed the delivery wire and catheter from the patient. The catheter was cut and a section of the subject stent was found at the catheter tip and the rest in the catheter shaft. The devices were replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure when advancing the subject stent inside the catheter, there was resistance. The physician tried to deploy the stent, but the stent marker was not seen and the tip of the delivery wire was seen outside the catheter. The physician then removed the delivery wire and catheter from the patient. The catheter was cut and a section of the subject stent was found at the catheter tip and the rest in the catheter shaft. The devices were replaced and the procedure was completed successfully with no clinical consequences to the patient.